Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a mosfet q210, fqa36p15 p/n: 68488 failure. Though evaluation, it was found that the u402 also failed. The power supply was replaced under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that when powered on the unit experienced a motor fault alarm as well as a burnt smell. The customer confirmed that there was no patient involvement associated with the reported issue.